Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for an unexpected contamination. On (B)(6) 2025, the air/water channel tested positive for 4 colony forming units (cfus) of staphylococcus hominis. The suction channel test positive for 1 cfu of micrococcus luteus and 1 cfu of cladosporium. The auxiliary water channel tested positive for 4 cfus of staphylococcus haemolyticus, 1 cfu of paracoccus yeei, and 1 cfu of micrococcus luteus. The instrument channel tested positive for 12 cfus of staphylococcus, 1 cfu of bacillus, and 1 cfu of rosemonas mucosa. On (B)(6) 2025, the air/water channel tested positive for 9 cfus of micrococcus species, 3 cfus of staphylococcus hominis, and 1 cfu of cladosporium. The suction channel tested positive for 1 cfu of staphylococcus hominis. The instrument channel tested positive for 1 cfu of fungus and 1 cfu paracoccus yeei. On (B)(6) 2025, the air/water channel tested positive for 100 cfus of burkholderia cepacia. The suction channel tested positive for 100 cfus of burkholderia cepacia and 1 cfu of peribacilius sp. The auxiliary water channel tested positive for 100 cfus of burkholderia cepacia. The instrument channel tested positive for 100 cfus of burkholderia cepacia, 2 cfus of micrococcus luteus, and 1 cfu of fungus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.